Event description:
It was reported that while deploying first anchor, second anchor came out of the insertor. No patient injury was reported.

Manufacturer narrative:
A (B)(4) fast-fix 360 curved needle delivery system device was returned. The complaint stated: ¿it was reported that while deploying first anchor, second anchor came out of the insertor.¿ the device¿s needle was bent toward the right. The needle track was pinched. There were no t¿s or suture returned. The device still cycled and actuated. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per IFU (B)(4): ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent force involving twisting, bending manipulation of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue condition. 4) disruption of sutures or anchors during depth limiter movement. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
A 72202468 fast-fix 360 curved needle delivery system device was reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent force involving twisting, bending manipulation of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue condition. Disruption of sutures or anchors during depth limiter movement. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met predetermined specifications upon release to distribution. No further investigation is warranted at this time.